Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. At the time of the call, the customer's blood glucose (bg) level was 299 mg/dl; however, the customer stated this was not due to the reported issue. During the call with tandem's technical support, the customer was able to load a new cartridge successfully and administer a correction bolus. In addition, the customer was confident the correction bolus would bring bg level back down to target range.